Event description:
During the coil embolization, the first cashmere microcoil (B)(4) would not detach using an enpower control cable (B)(4). It was noted that the green system ready light did not illuminate at the time the detachment was attempted, and it was noted that the detachment button was pressed several times. Type of the detachment control box used with the products was not provided. Then, the cashmere was safely removed from patient and was replaced for the new coil of the different lot ((B)(4)/lot unknown). At the same time, the cable was also replaced for a new one (lot unknown) and was able to detach it without any problem. Afterwards, the procedure was successfully completed without any further issues. There was no patient injury/complications reported. It is unknown if the detachment control box was replaced or not. It is also unknown how many coils were placed during the procedure. Initially, the vrd was placed along the target aneurysm using unspecified excelsior sl10 microcatheter (stryker, type unknown). No issues noted. The procedure was coil embolization assisted with an enterprise vrd (catalogue and lot unknown) for internal carotid artery aneurysm that was mildly calcified and mildly tortuous. It was reported that the products were new and were stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. Prior to use, no defect (kink, bends etc) was noted on the products by visual inspection. It is unknown if the pre-deployment electrical check was performed or not. There was no stretching or unintended detachment observed in the aneurysm or in the microcatheter. The complaint products are not available for analyses. No additional information is available.

Manufacturer narrative:
A review of the manufacturing documentation associated with the lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Without the return of the device no conclusion can be made regarding its possible contribution to the failure of the coil to detach. Based on the available information and without the return of the devices no conclusion can be made regarding the reported failure of the coil to detach or possible contributing factors. With review of the device history records there is no indication of any manufacturing issues related to the event. A review of the manufacturing documentation associated with the involved lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint.